Event description:
It is reported that the device was implanted in 2007 and that the pt was revised in 2009 after a fall. Operatively, the tibial component was grossly loose and subsided with medial collapse.

Manufacturer narrative:
Eval summary: a small amount of cement is present on the base of the tibial tray but not on the keel. X-rays supplied show some subsidence of the tibial plate on the medial side and some radial lucency on both the medial and lateral sides. Some possible causes for the tibia plate loosening could include, but are not limited to the pt falling, excessive pt weight, subsidence of the tibial component due to adequate bone quality, or, inadequate cement placed around the keel. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be defected.